Event description:
The patient came in for a pump refill. On reading the logs they noticed that a pump motor stall occurred on (B)(6) 2013 at 23:39 hrs and recovered on (B)(6) 2013 at 00:57 hrs. The patient was last seen in the clinic on (B)(6) 2013. The patient had not had an MRI and there were no magnets in the area; the patient would have been asleep at the time. On further investigation into the logs, over the past 18 months, the pump had 4 additional stalls all early in the morning or late at night; all of the stalls recovered within 2 hours. The concentration in the pump was 2000 micrograms per ml with a daily dose of 259.8 in simple continuous delivery; the drug being delivered was not reported. The pump eri (elective replacement indicator) was estimated at 18 months. The patient¿s status was reported as ¿alive ¿ no injury¿. The pump remained in service. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(6). (B)(4).